Event description:
Pt had multiple breast surgeries in past, including mastectomies (fibrocystic disease and family history of breast cancer). Pt had silicone implants placed in past which over time had caused painful breast capsular contractions. Implants were removed and saline implants placed. Pathology showed marked fibrosis and foreign tissue reaction.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.